Event description:
The manufacturer received information alleging the device failed testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging the device failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, no errors in the error log were observed. The unit was returned to the tech division from testing with an aecm failure. The customer has requested no repairs be done to the device. The device will be returned to the customer unrepaired.